Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine hemodialysis treatment, the operator was unable to rinseback all of the pt's blood from the venous line, resulting in an estimated blood loss of 80cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting in the extracorporeal blood circuit. No problem was found with the returned cartridge blood lines. The user's guide warns that the risk of blood clotting in the cartridge and filter increase during long treatments, when blood flow stops, and when no anticoagulation is used. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.